Event description:
Customer reported that the insulin pump returned a no delivery alarm during priming. Customer was able to get insulin to exit the tubing during troubleshooting. Insulin pump did not alarm no delivery. Blood glucose level was 170 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).